Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure of a restenosed left anterior descending the lesion was dilated at 8 atm. The device was withdrawn into the guiding catheter to image the lesion. A second attempt was made to dilate the lesion at 10 atm, however the device did not reach the intended pressure. The catheter was withdrawn, but the balloon was felt to have caught something in the vessel. A dissection was confirmed and treated by implanting an add'l stent.